Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced an event where an infusion set cannula was yanked out of the body on 26-sep-2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for 4 hours. The insertion of site was the upper waist. Patient resolved the issue by using emergency pen and insulin. No further information was available.